Event description:
Additional information received indicated that the right ventricular (rv) lead and the associated device were explanted and replaced. The physician alleged that the noise on the rv lead resulted in inappropriate high voltage (hv) therapy. Related manufacturer report number: 2938836-2017-34165.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual examination found clavicular crush at the middle region of the lead damaging all the cable and inner coil lumens, the ptfe liner and the etfe coating of the ring electrode cable. The cause of the reported events are isolated to the damages found at the clavicular crush region. The reported events of noise and inappropriate therapy were confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Alerts were received on the device and noise was noted on the ECG. The noise was unable to be reproduced and the patient will continue to be monitored.